Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported that an issue occurred with the patient's implantable neurostimulator (ins) while they were in the operating room undergoing a revision surgery. It was reported that the patient's healthcare provider (hcp) opened up the device pocket and loosened the setscrew in order to remove the leads from the ins. When the physician set the ins back on the table to wipe it off, as they were going to reuse it, the rubber seal surrounding the setscrew area of the ins completely came off. It was noted that all impedance values were normal prior to the procedure. It was reviewed that it would be a medical decision whether or not to replace the ins as there wasn't any testing to show what may happen to the patient's device or therapy with the rubber piece missing. It was also reviewed that there would be a chance for fluid ingress which may cause issues to the system, but the manufacturer representative wasn't entirely sure. Additionally, it was noted that the hcp was unable to put the grommets, or "stoppers", back in place from where they came loose. A manufacturer representative stated that from a technical standpoint, the grommets coming loose were not an expected behavior and the ins should be replaced; if so, it was recommended that the device be returned to the manufacturer for analysis. Additional information provided on june 30, 2016 reported that the patient had no issues related to the rubber seal coming off as it happened in the back sterile table of the operating room. The patient's ins was replaced with a new one. No patient symptoms were reported. Indications for use are spinal pain and other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
Analysis of the ins, serial #(B)(4) , found loose grommets.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.